Event description:
Country of complaint: (B)(6). Initial surgery (B)(6) 2004. Currently the normal-weighty pt had to be revised because of the break of the head nk461. The cause of fraction is unclear, there was no fall or accident.

Manufacturer narrative:
U.s. Division notified (B)(6) 2012. U.s. Does not sell ceramic (which was the indication used for this case); however, we do sell this implant. We do not anticipate a repeat issue due to different usage circumstances. Add'l 510 (k): k081973, k083495. Head and cap were returned. Preliminary report indicates there are signs of a tilted implantation of the ball head on the stem. The mfg and quality records sho no divergences. No indication, from the investigation, for a MFR mistake or material defect.